Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump did not function correctly, and prior to being removed, the bag was nearly still full. Reporter stated the patient went to the emergency room, and the patient received pain medications that helped assist the pain management.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.